Event description:
Caller reported cgm error 42, which was an issue related to their sensor session. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by walking them through a complete pump reset, which resolved the error and allowed the caller to successfully start their sensor session.